Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that received off no power alarm when changing battery. The customer also reported that insulin pump had a crack on the bottom of the screen and had a burn mark on the bottom of the insulin pump. The customer's blood glucose was 186 mg/dl at the time of incident. The customer stated that the battery was not previously used. The customer stated that the insulin pump was dropped prior to the event. The customer stated that the battery cap was not missing or damaged. The customer stated that there have not been unattended alarms. The customer stated that there was no low batter alert before the off no power alarm occurred. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.